Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery using rmas and solera 5.5/6.0 at l2-s2 due to degenerative. Intra-op, the distal tip of the driver stripped while breaking off set screws. No any fragments of the implant remaining in the patient body. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis results: visual inspection confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. The remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.